Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker, implanted on (B)(6) 2016 could not be interrogated (leds of the telemetry head were off), with no pacing observed on the ECG, only a low heart rate, and no reaction to a magnet. The last follow-up was at implantation. There was not other follow-up in between nor medical intervention known. The replacement of the device will be scheduled.

Event description:
Reportedly, the subject pacemaker, implanted on (B)(6) 2016 could not be interrogated (led's of the telemetry head were off), with no pacing observed on the ECG, only a low heart rate, and no reaction to a magnet. The last follow-up was at implantation. There was not other follow-up in between nor medical intervention known. The replacement of the device will be scheduled.

Manufacturer narrative:
The device was explanted between (B)(6) 2021. The exact explantation date is unknown.

Event description:
Reportedly, the subject pacemaker, implanted on (B)(6) 2016 could not be interrogated (leds of the telemetry head were off), with no pacing observed on the ECG, only a low heart rate, and no reaction to a magnet. The last follow-up was at implantation. There was not other follow-up in between nor medical intervention known. The replacement of the device will be scheduled.

Event description:
Reportedly, the subject pacemaker, implanted on (B)(6) 2016 could not be interrogated (leds of the telemetry head were off), with no pacing observed on the ECG, only a low heart rate, and no reaction to a magnet. The last follow-up was at implantation. There was not other follow-up in between nor medical intervention known. The replacement of the device will be scheduled.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker, implanted on (B)(6) 2016 could not be interrogated (leds of the telemetry head were off), with no pacing observed on the ECG, only a low heart rate, and no reaction to a magnet. The last follow-up was at implantation. There was not other follow-up in between nor medical intervention known. The replacement of the device will be scheduled.

Manufacturer narrative:
The device has been explanted. The explanted date is unknown. D3 and g1: updated.